Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump fell off the counter and the touch screen became cracked. Customer is unable to interact with certain areas of the pump due to the damaged screen. Customer's blood glucose was 155 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.